Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system log file and identified the issues that indicated no communication with flexvision pc, geometry pc and generator. Upon troubleshooting, fse isolated geometry pc and found that there was bas power supply and does not power on. The fse replaced and returned the defective geometry pc to philips for further analysis. The analysis confirmed the malfunction and identified that the power supply unit (psu) was dead. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.